Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during collection with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. There was no report of patient or user impact. The following information was provided by the initial reporter: customer reports that item 368607 blood collection needle -safety broke off while collecting.

Event description:
It was reported that during collection with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. There was no report of patient or user impact. The following information was provided by the initial reporter: customer reports that item 368607 blood collection needle -safety broke off while collecting.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."